Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo o2, international device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2, international device at the manufacturer's service center, an evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician replaced the device's flow sensor to address the issue. Additionally, the device failed a test step, due to the equipment does not open and close correctly in each breathing cycle, remaining outside the range of the values established in the tests. The device's solenoid valve and aecm (proportional valve) were replaced to address the issue. The front panel with the included keyboard was replaced due to an error on the ambient light sensor. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The device's proportional valve and the solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further review. At the pil the proportional valve and the solenoid valve were installed on the pil test bed and ran therapy in active mode with a test lung for approximately 1 hour without issue. The evt_press_sensor_mismatch error did not recur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the solenoid valve and proportional valve operates as designed.